Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to 400 mg/dl. In addition the patient reports the pods adhesive was peeling and the pods cannula had become dislodged from the infusion site (abdomen).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.